Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that md was introducing a cvc into rt ij of patient. Spring wire guide (swg) was advanced and resistance was felt. Swg separated. A vascular surgeon was called to perform a cut down and attained hemostasis. Pt taken to x-ray where fluoro was used to visualize swg. Vascular surgeon retrieved broken piece of swg. No patient complication reported.